Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed two pump stops. A specific cause for the events could not be conclusively determined through this evaluation. The system controller log file contained events and data from 08sep2024 through 24sep2024. Low speed and pump stop events were captured on 16sep2024 and 21sep2024, while the patient was connected to the mobile power unit (mpu). These events were associated with low-speed hazard, low flow hazard, and motor stopped alarms. No other notable events or alarms were captured. Patient was sent home and was advised to stay on non-grounded power source (battery) only. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Section 1 of the IFU provides explanations of pump parameters including pump speed. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections address damage due to wear and fatigue of the driveline and outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while reviewing the stored patient data during a routine outpatient visit, two short episodes occurred where the pump was not able to keep the set speed while patient was connected to power module. The patient driveline was evaluated, but did not show any damages. X-rays were unremarkable, and the patient had no symptoms. It was not possible to reproduce the event by manipulating the outer part of the driveline or while the patient was performing movements of their body. The patient was sent home with the advice to stay on a non-grounded power source (battery) only.